Manufacturer narrative:
Additional information can be found in d4, d10, g2, g3, g4, g7, h2, h3, h6, h10 and h11. 4310 - intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis did not confirm or replicate the reported complaint. The instrument was tested on the in-house system and passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. Upon visual inspection, there was no blade exposed outside of the blade garage. The instrument delivered energy without any issues and passed the cut test. A review of system logs showed no failures. Additional failure analysis findings: the instrument was found to have four ceramic dots on the jaw partially broken, measuring approximately .014" x .033" in size. Broken pieces were not returned. This failure is most commonly caused by mishandling/misuse. The instrument jaw was re-inspected for missing ceramic dots and no missing dots were found. Visual inspection using a microscope shows all 7 ceramic dots are still adhered to the electrode. Additionally, the electrode exhibited wear markings that are indicative of tip-to-tip cleaning using another instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not received the instrument for failure analysis investigation. Therefore, the root cause of the customer reported failure has not been determined. If the instrument is returned and/or if additional information is received, a follow up MDR will be submitted. This complaint is being reported due to the following conclusion: during the da vinci-assisted liver cystectomy surgical procedure, it was alleged that the endowrist vessel sealer extend instrument suddenly stopped delivering bipolar energy in mid procedure. The customer heard a long audible tone during the cycle sealing cycle and the system did not generate any error codes prior to attempt to seal or during the attempt to seal.

Event description:
It was reported that during a da vinci-assisted liver cystectomy surgical procedure, the customer stated the bipolar energy stopped working in mid procedure with the vessel sealer extend instrument. The procedure was completed with no reported patient injury. On (B)(6) 2019, intuitive surgical inc., (isi) followed up with the initial reporter and obtained additional information: the or staff noted a long audible tone during the sealing cycle; however, there was no tissue effect. There were no errors prompted from the system. No fragment fell into the patient. The customer used a backup vessel sealer instrument to complete the procedure with no injury to the patient.